Manufacturer narrative:
Additional data: g3, h2, h10

Manufacturer narrative:
The investigation revealed that after the workmate claris v.1.2 software upgrade, the workmate claris dws screen turns black/blank and the user needs to reboot the system to regain functionality.

Event description:
During service, there was a computer boot failure following a config change. The computer booted to blank screen. There was no patient involved.